Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that physician had multiples cases of failure to remove stylets from left ventricular leads during implant procedures. No patient consequences were reported. Further information was requested but not received.